Event description:
It was reported to co that the x-ray generator failed and emitted smoke into the room. Apparently there was also a smell of chlorine from this incident. This was during a digital fluoroscopy procedure and caused a loss of image.